Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During the coil embolization procedure to treat an intracranial aneurysm, the 2nd coil (micrusphere 10 platinum microcoil sph10062020/f69888) stretched during position. The device was changed to another one to complete the procedure. No adverse event on the patient and the device will be return for analysis. The aneurysm size is 7*6.6mm.

Manufacturer narrative:
During the coil embolization procedure to treat an intracranial aneurysm, the 2nd coil (micrusphere 10 platinum microcoil (B)(4)) stretched during position. The device was changed to another one to complete the procedure. No adverse event on the patient and the device will be return for analysis. During placement, additional manipulation and torque was applied while the coil was in the aneurysm, and the coil didn¿t shaped well and it was replaced at once. During placement, the coil was not left in the aneurysm, while the microcatheter was repositioned, and a constant and dedicated heparinized saline source was utilized at all times through the microcatheter. There was no resistance/friction noted between the coil system and headway 17 (mc) microcatheter, or resistance/friction during deployment of the coil system through the mc. After the event, other coils were successfully delivered and detached using the same mc. No torquing of the dpu was required during positioning of the coil in the aneurysm. The mc was re-shaped with the shaping mandrel and electric and steam and without any damage. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. The aneurysm size is 7 6.6mm, and no additional information was available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure to treat an intracranial aneurysm, the 2nd coil (micrusphere 10 platinum microcoil sph10062020/f69888) stretched during position. The device was changed to another one to complete the procedure. No adverse event on the patient and the device will be return for analysis. During placement, additional manipulation and torque was applied while the coil was in the aneurysm, and the coil didn¿t shaped well and it was replaced at once. During placement, the coil was not left in the aneurysm, while the microcatheter was repositioned, and a constant and dedicated heparinized saline source was utilized at all times through the microcatheter. There was no resistance/friction noted between the coil system and headway 17 microcatheter, or resistance/friction during deployment of the coil system through the mc. After the event, other coils were successfully delivered and detached using the same mc. No torquing of the dpu was required during positioning of the coil in the aneurysm. The mc was re-shaped with the shaping mandrel and electric and steam and without any damage. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc), and the coil remained attached to the delivery system. The aneurysm size is 7*6.6mm, and no additional information was available. The 20.0 centimeter long coil was stretched 33.7 centimeters. The proximal section of the coil adjacent to the soldered section shows compression (snaking). Adjacent, but distal to the compressed snaking section of the coil there is an extended section of coil stretching. Located 18.0 centimeters off the proximal end is a severe kink on the core wire. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured. The locking mechanism and distal adjacent section has compression and stretching damage. There are two possible contributing factors to the coil and core wire damage. The primary contributing factor most likely produced the stretching damage to the coil. This damage most likely occurred during the repositioning of the coil inside the aneurysm. The coil most likely became temporarily anchored on the coils already dwelling inside the aneurysm, on itself, or on the distal tip of the microcatheter. When the coil was retracted during repositioning the anchored coil was then stretched. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. The secondary contributing factor may have produced the bent core wire and the compressed section of the damaged coil. Some of the coil stretching may have also occurred. The secondary contributing factor most likely occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism did catch the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the core wire to severely kink and coil damage to occur. This binding action may have produced resistance to the coil during advancement inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was confirmed with analysis, and the cause may be related to procedural factors. The DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint, therefore no corrective actions will be taken at this time.